Event description:
Treatment of an aneurysm. It was reported the coil perforated the vessel and the aneurysm ruptured during procedure. The physician continued with the coiling and finished the procedure.no complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)